Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Per (B)(4), reported through the FDA voluntary event reporting process, the manufacturer was informed that during a cath lab procedure, attempts to advance the impella through the 14-fr sheath were not successful. At this time, the sheath became torn and its knob torn from the sheath.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, specifications and quality control of the device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: procedure: attach specified iron tip to flaring iron. Ensure iron tip is secure. Turn on flaring iron. Adjust temperature so that iron is hot enough to melt tubing without it adhering to iron. Use compressed air to cool iron, as necessary. Grasp proximal end of tubing between fingers, center it in front of iron, and advance straight forward onto iron, allowing tubing to flow into the desired size and shape. Keep tubing centered over iron as you advance it. Use specified lubricant as necessary to aid advancement. Do not force tubing up the iron tip taper. It should flow easily and evenly on to and up iron tip. Lubricant may be applied directly to iron tip or to proximal end of tubing, as desired. If iron tip has a stop, advance material until it reaches the stop. Flare may be rotated 45 degrees in either direction to aid in advancing. When tubing is flared to appropriate size and shape, cool using compressed air. Ensure tubing is cooled long enough so that it won¿t stick to iron or collapse upon removal. Remove tubing by pulling straight back off iron. Tubing should not stick, and flare should keep its shape as you remove it from the iron. Flare may be rotated 45 degrees in either direction to aid in removal. Remove any excess lubricant from material, as necessary. Verify flare size and adequacy. Some things to look for: flare should be free of splits, nicks, pits, holes, kinks, and creases. Flare should be a concentric shape, not slanted or uneven; it should look like a champagne glass. Flare inside diameter should be unobstructed and round. Inside diameter should be free of debris, material flaps, strands, and protruding wires. Flare should fit over nose of adapter but not up onto adapter threads. When pulling flare down into base of cap, the flare should sit well in base of cap. You should not be able to pull the flare through the base of cap without wrecking or grossly distorting the flare. If flare is inadequate, determine if bad flare can be trimmed off and reflared. Cool iron using compressed air before reflaring or flaring next piece of tubing. Slight imperfection or ¿clutter¿ may be smoothed out by heating a checker wire or other tool and applying carefully to tubing, as long as flare integrity is not compromised. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned, no lot number and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
Per (B)(4), reported through the FDA voluntary event reporting process, the manufacturer was informed that during a cath lab procedure, attempts to advance the impella through the 14-fr sheath were not successful. At this time, the sheath became torn and its knob torn from the sheath.